Event description:
It was reported device was post paced t wave oversensing. Lead was capped and replaced. It was observed inner coil of lead was outside directly distally of trifurcation of lead. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.